Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 06:30:41. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.